Event description:
It was reported that during a video laparoscopic bariatric procedure, the staples did not form correctly. No further information was provided. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.